Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiff#(B)(6) preliminary disclosure form was received, which identified (part/lot) information for the right hip. I changed the asr hip to a cup and added the head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 12/7/2015 medical records received. Medical records reviewed for MDR reportability. The revision surgical report dated (B)(6) 2015, noted that the patient hip made noises, patient had increasing serum cobalt and chromium levels, significant debris in the fluid, joint effusion, crepitation with flexion and internal rotation, impingement anterior neck, minimal metallosis, oxidation of the trunion and osteolysis. Unknown stem and sleeve added for the oxidation, hight metal ions, and impingement. The complaint was updated on: dec 23, 2015.

Event description:
Pt suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and add'l surgery, and other injuries presently undiagnosed.